Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system (B)(6) results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: there were (B)(6).

Manufacturer narrative:
H.6. Investigation: the complaint alleges 11 false positive results (instrument bactec mgit 320 catalog number 441743, serial number (B)(6)). A bd remote assistance associate communicated with the customer and requested to confirm the presence or absence of bacterial growth by staining, in case of no growth, the customer was expected to communicate this to bd. This complaint is an unconfirmed failure of the bd product since the false positive result was not attributed by the instrument but rather the instrument operating outside of temperature specifications and/ user/lab workflow error. Note there were no errors displayed on the device. The root cause is unknown at this time. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6). A review of work orders revealed one (1) additional report of this failure mode. No new or modified risks have been identified. Bd quality will continue to monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: there were 11 positives.